Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the tortuous, left anterior descending (lad) artery, while introducing and advancing the 2.25 x 23 mm xience pro stent delivery system (sds), the device became broken. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper ms; rider. Other: heparin 7000; nitroglycerin 0.3 mg i.c. The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.